Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A follow-up report will be sent if the device is received.

Event description:
It was reported that during a laparoscopic hysterectomy and tried to fire up the device five times - during that length of time there was excessive bleeding and the procedure was switched to a vaginal hysterectomy. Another device was used to complete the procedure. No blood products were administered to the patient, and the patient was doing well after the procedure.